Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the drug coated balloon was allegedly stuck in the sheath. It was further reported that the balloon was not deflating all the way to pull back out. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were received and reviewed. One photo shows the product label details which matches with trackwise and second photo shows the distal portion of the catheter shaft with balloon is seen detached from the rest of the device. It is noted that balloon was deflated fully. The reported difficult to remove of catheter through the introducer sheath problem could not be determined from the received photos due to the device condition. And no other anomalies were identified in the received photos. Therefore the investigation is confirmed for the identified catheter detachment since the photo confirms the catheter connected with the balloon in detached condition. Based on the submitted photos no objective evidence could be noted for the reported difficult to remove of catheter through the introducer sheath, therefore the investigation remains inconclusive. A definitive root cause for the reported difficult to remove and identified catheter detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the drug coated balloon was allegedly stuck in the sheath. There was no reported patient injury.